Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer attempts to deliver a bolus the customer receives a message stating to change the cartridge. Reportedly, the customer changed the cartridge and the reported issue was resolved. There was no reported impact to customer's blood glucose level. No additional information on the reported issue was provided.